Event description:
At the end of the procedure, coronary angiography via the right femoral arterial approach, the patient's right femoral artery access site was attempted to be closed with a 6-french perclose so the patient could sit upright given his symptoms of congestive heart failure. However, the device malfunctioned and was difficult to remove from the body. It was removed over a wire and a 7-french sheath placed. However, there continued to be bleeding around the sheath and this was then exchanged for a femostop which was placed in the cardiac catheterization laboratory with complete hemostasis. The patient went to clr for recovery and during the nurses' assessment, it was noted that pulses were lost and the right leg was cooler than the left. The patient was brought back for angiography of the right femoral artery and leg. The injection demonstrated that there was sluggish flow that was a "trickle" down the foot. Surgeon was consulted for emergency atherectomy. In surgery, it was found that the patient had a large clot removed from the right leg. The patient did very well after surgery and had no problems with recovery.